Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the caller had a patient with an implantable neurostimulator (ins) and the wires were ¿broken.¿ it was noted that the caller stated that he patient was originally implanted in pittsburgh and the device was placed in the 1980's. The caller noted that the patient stated the ¿wires inside of them were broken.¿ it was noted that they broke one year after implant. The caller noted that it was a system of the manufacturer. However, the patient could not be found in device registration. The caller was from a rehabilitation facility. It was noted that the primary reason for the call was to understand if later/light therapy, therapeutic ultrasound and transcutaneous electrical nerve stimulation (tens) were okay. It was later reported that the reporter was unable to remember the name of the physician that implanted the device. It was noted that the physician was in (B)(6). It was noted that the unable to remember the first name of the physician. It was noted that the patient did not have any identification card for the device. It was noted that the reporter would follow-up with the patient¿s current physician. Additional information was requested but was not available at the date of this report.